Event description:
Additional information was received from a healthcare provider (hcp) clarified the patient was receiving intrathecal lioresal (1000 mcg/ml, 170 mg/day) in an implanted pump. The catheter was revised (B)(6) 2015. No further information was not provided.

Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot# l75459, implanted: (B)(6) 2000, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider via a manufacturer representative in regards to a patient who was being treated with lioresal 1000 mcg/ml intrathecal therapy via an implanted pump. The dose was decreased to 150 mcg/day. The baclofen lot number was unable to be obtained. The indication for use was noted as intractable spasticity and cerebral palsy. The patient was complaining of "feeling different". There was a hole in the catheter that was identified visually during a spinal catheter revision. They were unable to access the side port. Surgical intervention was taken. The issue was resolved at the time of this report. Patient status at the time of this report was alive with no injury. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturer representative and hcp indicated the cause of the catheter problem was the hole. The cause of the catheter hole was not determined, however the catheter was 15 years old. The patient's medical history included cerebral palsy, diplegia, spasticity, and right hip subluxation. The patient was also receiving oral baclofen (10 mg twice daily) at the time of the event.